Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the reported issue was confirmed to be caused by a disconnected flex cable on the processor/bridge/pace board. The flex cable was reconnected to remedy the issue.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test and displayed a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.